Manufacturer narrative:
Correction: h3 device evaluated - yes.

Manufacturer narrative:
An internal tear was observed on the soft cannula, resulting in a fluid leak. The cannula tear is confirmed as the root cause of the internal corrosion and data loss. It could not be conclusively determined if the observed tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250mg/dl while wearing the pod between 1 and 4 hours on the leg. Investigation of pod found damage to the cannula. The complaint was originally coded for error hazard alarm during operation with high blood glucose levels.